Event description:
It was reported via legal documentation that approximately 97 months after a left total knee replacement procedure, the patient underwent a revision procedure and experienced an intraoperative complication. Initial and revision operative notes were provided. During impaction of the revision femoral components, the surgeon noted that the femoral condyle medially cracked and was stabilized with a pin. No other issues or complications were reported. The patient was transferred to the recovery room without difficulty. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-010-06-0220 - tru cc femoral size 2 left; (B)(6) - 02-010-06-0521 - tru post. Aug. Size 2, 5mm; (B)(6) - 02-010-06-0521 - tru post. Aug. Size 2, 5mm; (B)(6) - 02-012-65-2015 - tru cc tib insert size 2, 15mm; (B)(6) - 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; (B)(6) - 02-012-50-2011 - tru tib aug 1/2 size 2, 5mm; (B)(6) - 02-012-50-2011 - tru tib aug 1/2 size 2, 5mm; (B)(6) - 02-012-60-1080 - tru stem ext 10mm x 80mm; (B)(6) - 02-012-60-1280 - tru stem ext 12mm x 80mm; (B)(6) - 200-02-35 - three peg patella 35mm; (B)(6) - 201-78-25 - small headed sharp pin, 1 1/8" 4 pack; (B)(6) - 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm; (B)(6) - 208-06-02 - cc distal fem augment sz 2, 10mm; (B)(6) - 208-06-02 - cc distal fem augment sz 2, 10mm; (B)(6) - 521-78-31 - threaded pin size 2.6 collarless 2pk; (B)(6) - 521-78-31 - threaded pin size 2.6 collarless 2pk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d4, g4, h4, h6. The reason for the bone fracture was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, a traumatic event, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.